Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, left adapter plugged into working outlet for at least 30 minutes, and pump began charging successfully using original charging supplies; no additional actions were documented.